Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with qdot-micro, bi-directional, d-f curve, c3, split handle and suffered a diaphragmatic paralysis. Initially, it was reported that during an afib case, the map shifted. The carto® 3 system did not give any information about the shifting. The team created the new map to manage to complete the case with no patient consequences and a 10-minute delay. The map shift was discovered after remapping. The new map looked shifted in, as compared to the first map. The issue was first seen during ablation, and it was then verified by mapping. The approximate difference in catheter location before and after map shift was up to 10 mm. The physician performed several cardioversions before the map shift. The map shift issue was assessed as not MDR reportable. This is normal or expected response from the system. There is no system malfunction. Additional information was received on 23-jan-2022. It was reported that during ablation on the roof of the left atrium (la), ablation points looked shifted from the fam. A remap was done to reveal a map shift. The patient was cardioverted several times during the procedure and his diaphragm was paralyzed during some parts of the procedure. The adverse event was discovered during use of biosense webster products. No intervention was required, and the patient fully recovered (no residual effects). The patient did not require extended hospitalization because of the adverse event. There were no error messages. The diaphragmatic paralysis was assessed as MDR reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. The awareness date for this reportable finding is 23-jan-2022.